Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ luer slip tip syringe had moisture transfer through the top web. The following information was provided by the initial reporter: "the syringe has some kind of residue all on the inside packaging and on the syringe."

Manufacturer narrative:
H6: investigation summary: one photo of a 1ml slip-tip syringe with 25x5/8 inch needle (p/n 309626) in a sealed package was received and evaluated. The photo shows a grey grease or oil substance inside the package. The observed foreign matter condition is non-conforming per product specification. Potential root cause for the foreign matter defect is associated with the packaging process. It is possible that over-lubrication of the pick and place mechanical components occurred and inadvertently lead to grease getting into the package. An unused physical sample with the foreign matter present is needed to perform fourier transform infrared spectroscopy (ftir) analysis to potentially determine the make-up of the contaminant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd¿ luer slip tip syringe had moisture transfer through the top web. The following information was provided by the initial reporter: "the syringe has some kind of residue all on the inside packaging and on the syringe."